Event description:
The customer reported via phone call that the insulin pump's battery compartment and screen were cracked. Her belt clip was also broken. The customer's puppy bit her insulin pump. The insulin pump was exposed to water and there was fluid under the lcd display. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator, and battery tube assembly during visual inspection. Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads, and broken belt clip slot.